Manufacturer narrative:
Analysis of the lead (serial #(B)(4)) found that conductors were broken (overstressed or damaged). The proximal end of the lead was broken off in the distal end of the extension. All conductors of the lead were twisted and broken. Analysis of the extension (serial # (B)(4)) found no anomalies.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3093-28, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient's device system was no longer functioning approximately two months ago. The reporter stated that the system was investigated and all leads showed values over 4000 ohms, indicating a possible lead fracture. It was noted that investigation of the implantable neurostimulator showed the battery still had 120 months of operation remaining. Surgical investigation during a lead revision on (B)(6) 2012 showed that the lead had broken off at the distal end of the extension connector. It appeared that a portion of the lead was still inside the extension connector. It was reported that an x-ray showed the lead had retracted inside the patient away from the device pocket. The reporter stated that the surgeon placed a new lead into the right s3 sacral nerve and tunneled and connected to the existing implantable neurostimulator. It was noted that there was no injury to the patient, and the patient recovered without sequela. A follow-up report will be made if additional information becomes available.